Event description:
Dexcom has been a very useful tool for us so far. However, I am writing to share a story of our son, who has type 1 diabetes, in order to prevent this from happening to any other families. I usually don't do things like this, but I was asked to by several friends, so they could share this information with other people they know. Please check your dexcom settings. We had a terrifying experience with (B)(6) early saturday morning. His dexcom app malfunctioned in the middle of the night friday night. His phone was signaling "no data" however his phone, my husband's phone, nor my phone ever alerted us. When we were able to get his dexcom connected and retrieve the data we found that (B)(6) was low, which means his blood sugar was under 40, for 5 hours in the night. Somehow, he was able to muster up enough strength, thank god, to make it to our room and say, "something's wrong". He then went into a diabetic seizure from the prolonged time his body and brain went without sugar. We are currently still in ICU. This is the important part you all need to know. Our dexcom did not alert any of us that it had lost signal/no data like it usually does. The hospitalist told us that this is the second kid with diabetic complications this week, because of dexcom communication issues. I started looking into our app settings and the "no data notification" alert was turned off on both my husband, and my phones, and the "signal loss" notification was turned off on our son's phone. We know for a fact we had these settings on, because we have got the alerts before. I think there might have been an update from dexcom or something that reset our alerts??? I have reached out to several friends and they also have their alerts now off, even though they were previously on. This is true with both g6 and g7. Please, please check your settings. This could save you, your child's, or family members life. Please share this with all your dexcom using friends. I am calling dexcom today and will report an update when I have more information. Update! Thank you all for the kind comments, the prayers and for sharing. Unfortunately, we have learned that people all across the us have found their settings to be off, when they know they had them on originally. However, because of this post and all the shares, hundreds of people have been able to be notified and get their settings turned back on. We are so thankful to be able to share with you all, that (B)(6) is doing much better, and has regained all cognitive and physical function. We have been successfully discharged from the hospital and we are enjoying our family being all together again at home.